Manufacturer narrative:
Correction: b1.

Event description:
A peritoneal dialysis (pd) patient's daughter-in-law reported that this patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to symptoms of nausea, abdominal pain and a reported fever from the previous evening. The patient was afebrile when seen in the clinic. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per peritonitis protocols. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1500 mg (frequency and duration unknown) and tazicef 2g for 21 days. The culture results returned with negative growth for fungus and positive growth for serratia marcescens. On (B)(6) 2025 the patient's daughter-in-law reported that the patient was still not feeling well. The physician instructed the patient to go to the emergency room (ER). The patient was admitted to the hospital. The patient remains hospitalized. The physician has instructed the patient to complete the tazicef once discharged. The pd catheter was not pulled. The cause of the peritonitis is unknown. It was confirmed that the patient did not report any cassette leak or issue with the liberty select cycler.

Manufacturer narrative:
Clinical review: there is a temporal relationship between pd therapy utilizing the liberty select cycler and liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis event and the use of the liberty select cycler and liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. Although the cause of the peritonitis is unknown, the culture result of serratia marcescens suggests a possible breach in aseptic technique. Serratia marcescens is a bacterium that is widely found in water, soil, insects, animals, and plants with a main route of infection being nosocomial infection, family environment and work environment. Based on the available information and no allegation or evidence of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient's daughter-in-law reported that this patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025 due to symptoms of nausea, abdominal pain and a reported fever from the previous evening. The patient was afebrile when seen in the clinic. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per peritonitis protocols. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1500mg (frequency and duration unknown) and tazicef 2g for 21 days. The culture results returned with negative growth for fungus and positive growth for serratia marcescens. On (B)(6) 2025 the patient¿s daughter-in-law reported that the patient was still not feeling well. The physician instructed the patient to go to the emergency room (ER). The patient was admitted to the hospital. The patient remains hospitalized. The physician has instructed the patient to complete the tazicef once discharged. The pd catheter was not pulled. The cause of the peritonitis is unknown. It was confirmed that the patient did not report any cassette leak or issue with the liberty select cycler.

Manufacturer narrative:
Correction: g.4. Additional information:d.9.,h.3. Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed signs of physical damage: heater tray discolored.there were visual indications of dried fluid within the cassette compartment on the pump.there were no visual indications of particulates within the cassette area.there were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.a (as-received with reduced dwell) simulated treatment was performed and completed.valve actuation test ¿ passed.system air leak test ¿ passed.an internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover behind the front panel assembly.the cause of the observed dried fluid could not be determined.there were no discrepancies encountered with the mushroom heads.the device history record did not reveal any issues or problems related to the reported symptom code(s).upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient's daughter-in-law reported that this patient was in the hospital due to peritonitis. Additional information was obtained through follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The patient was seen in the pd clinic on (B)(6) 2025, due to symptoms of nausea, abdominal pain and a reported fever from the previous evening. The patient was afebrile when seen in the clinic. A pd culture was obtained. The patient was diagnosed with peritonitis. The patient was initiated on antibiotic therapy per peritonitis protocols. The patient was prescribed intraperitoneal (ip) antibiotics with vancomycin 1500mg (frequency and duration unknown) and tazicef 2g for 21 days. The culture results returned with negative growth for fungus and positive growth for serratia marcescens. On (B)(6) 2025 the patient¿s daughter-in-law reported that the patient was still not feeling well. The physician instructed the patient to go to the emergency room (ER). The patient was admitted to the hospital. The patient remains hospitalized. The physician has instructed the patient to complete the tazicef once discharged. The pd catheter was not pulled. The cause of the peritonitis is unknown. It was confirmed that the patient did not report any cassette leak or issue with the liberty select cycler.